Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value around 800mg/dl and was hospitalized. The pump reportedly was exposed to welding machines. The patient reportedly was given insulin drip for treatment and put on insulin injections and then was released from the hospital on (B)(6) 2013. It was noted that the patient went back on her pump on the night of (B)(6) 2013, her bg was reportedly 530mg/dl. Customer support (cs) advised the patient to remain off the pump, to use her back-up plan until she receives the replacement pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient exposed the pump to welding machines. The user guide states like all portable devices, the pump should not be exposed to very strong electromagnetic fields, such as rf welders or magnets used to lift automobiles. Very strong electromagnetic fields, can re-magnetize the portion of the motor that regulates insulin delivery and to disconnect from the pump prior to exposing it to electromagnetic fields.

Manufacturer narrative:
The MDR was submitted under the incorrect complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.